Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique prior to a percutaneous transluminal coronary angioplasty (ptca) interventional procedure with impella support. Reportedly, the first proglide suture was successfully placed. The second proglide did not work properly and the device was not able to be removed. During a forceful attempt to remove, the proglide sheath tore off and remained in the patient. It was not able to be removed. The lcfa was compressed manually and the ptca procedure was completed with right common femoral artery (rcfa) access. Post ptca procedure, the patient was sent to the operating room to remove the proglide sheath. Under general anesthesia, the sheath was removed after cutting through the sutures of the proglide. There was no vessel damage. After an unsuccessful reanimation charge, the patient expired during the operation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the proglide instructions for use states to remove the guide wire before the exit port crosses the skin line. Based on the information reviewed, the reported guide detachment and device entrapment appear to be related an interaction with the device and guide wire such that the device was deployed prior removing the guide wire. A conclusive cause for the reported patient effect of cardiac arrest and the relationship to the product, if any, cannot be determined. The reported patient effects of death and surgery (surgical exposure) are a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, this was an emergency case in a patient presenting in cardiogenic shock under heart and lung revival. There was severe stenosis of the left main coronary artery stem. Using a pre-close technique, suture placement in the calcified left common femoral artery (lcfa) was attempted using two proglide devices with a 12f sheath. The first proglide suture was placed. The guide wire was left in the anatomy during placement of the second proglide. After placement of the second proglide suture, the proglide device fixed in the vessel and could not be removed. While pulling back, the distal guide separated from the proximal guide. Manual arterial compression was applied to the lcfa and the coronary procedure was continued in the right common femoral artery and a stent was used to treat severe main stem stenosis. Post-procedure the stuck proglide was removed under general anesthesia by cutting the proglide sutures. The cause of death was fatal cardiogenic shock. No additional information was provided.